Manufacturer narrative:
Concomitant products: sigc60mt, tri 2.0 sigc60mt 60 med thk cartridge (lot#n2m0137y) unk-sigadapt, unknown signia egia adapter (sn:unknown) siglu60a, tri 2.0 siglu60a 60 load unit (lot#n2j0621y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, on the third firing, the cartridge of the reload dislodged from the loading unit and was pushed out, deploying staples and cutting without firing. As a result, more tissue was needed to be resected due to cutting without stapling. The staples did misfire, however, the surgeon had to remove unformed staples. To resolve the issue, the surgeon had to refire the stapler using a new reload. The surgeon sutured over the part that was misfired.